Event description:
Reportedly, the patient has been implanted with an lbbb lead in rv channel of the alizea dr and a ventricular lead connected to the atrial channel. The device is programmed in vvir. The patient feels out of breath during exercise. It has been seen in the device memories that the heart rate doesn't exceed 90bpm. The patient is very symptomatic. An exercise test was performed and confirmed that the rate is blocked by the minute ventilation sensor. The rhythm accelerates well with the g sensor only. The activity level has been set "very low". Could the configuration and the settings of the mv sensor explain this issue. Another patient had faced the same issue and the files are here attached. The mv sensor has been deactivated.

Manufacturer narrative:
The implanted configuration is not the expected configuration (IFU). In this case, the atrial port of the subject alizea dr is connected to the first ventricular lead (apex) and the ventricular port of the subject alizea dr is connected to the second ventricular lead (lbbap).

Manufacturer narrative:
The system configuration for these two devices is out of labeling: - the atrial port of the alizea dr is connected to a ventricular lead positioned at the ventricular apex. Minute ventilation (mv) sensor is measured on this lead. - the ventricular port of the alizea dr is connected to a ventricular lead positioned in lbbap the review of provided data of the device alizea dr 1600 s/n: (B)(6) highlighted that the symptoms ¿the patient feels out of breath during exercise¿ may be due to a change of the device programming on (B)(6) 2024: from on (B)(6) 2024, the patient was programmed in vvi mode at 90 bpm. This programming was providing a high pacing rate. - from on (B)(6) 2024, the patient was programmed in vvir mode at 60 bpm. Both sensors (mv and g) were on and the initial level of exercise was ¿medium¿. This programming was providing support to the patient, from 60 to 130 bpm. The patient used rate response to have pacing rate increase up to 85 bpm, below the 90 bpm he/she was used to have for 1,5 months, triggering the feeling of ¿out of breath during exercise¿, and he came back to the center 4 days after this new programming. On (B)(6) the mv sensor has been deactivated. The functioning of the mv sensor is most probably not the root cause of the reported complaint. The configuration of the leads, both leads are in the ventricle, may be the root cause of the reported complaint. No general malfunction is suspected on the subject device alizea dr 1600, s/n: (B)(6).

Event description:
Reportedly, the patient has been implanted with an lbbb lead in rv channel of the alizea dr and a ventricular lead connected to the atrial channel. The device is programmed in vvir. The patient feels out of breath during exercise. It has been seen in the device memories that the heart rate doesn't exceed 90bpm. The patient is very symptomatic. An exercise test was performed and confirmed that the rate is blocked by the minute ventilation sensor. The rhythm accelerates well with the g sensor only. The activity level has been set "very low". Could the configuration and the settings of the mv sensor explain this issue. Another patient had faced the same issue and the files are here attached. The mv sensor has been deactivated.